Event description:
Pt reported defective ultrasite valve, which leaked medication through the night for about 8 hours. Pt stated her clothes were wet in the morning. Pt did not get full dose and felt tired and dizziness after charging the valve. Lot 0061569069, exp 06/30/2022, MFR is b. Braun. No further info known. Dose or amount: 75 ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2018 to ongoing. Diagnosis or reason for use: pah.